Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) was selected for use. During transeptal puncture (tsp) using the versacross connect and trusteer sheath, a circumferential pericardial effusion occurred. It appeared on fluoroscopy that the versacross pigtail wire crossed the septum into the left atrium (la). On intracardiac echo (ice) and transesophageal echocardiography (tee) the wire was not visualized in the la. The wire was the retracted back inside the dilator and transeptal crossing was reattempted. The septum was successfully crossed at an inferior/mid-anterior location. The procedure proceeded, noting a moderately sized pericardial effusion on tee and ice. The 24mm closure device was implanted with no recaptures. There were no complications with the device insertion. The device had 15-16% compression with no leaks and only a slight 1/3 shoulder in the 135-degree tee view. The implanter took the sheath out of the body and closed the groin. The physician then attempted a pericardiocentesis that only drained around 50cc blood. Patient vitals remained stable. The patient was then transferred to the cardiothoracic (CT) department for CT guided pericardiocentesis and drain insertion. CT department stated that they drained 400cc of blood and the patient was hemodynamically stable. There were no further complications, and the patient was discharged.